Manufacturer narrative:
(B)(4).

Event description:
It was reported that possible premature battery depletion was observed on the device. Device is under battery advisory. Device was explanted and a new device was implanted. No further information available.

Manufacturer narrative:
Analysis was normal. The device was tested on the bench and using automated testing equipment and no anomalies were found.

Manufacturer narrative:
Correction: (B)(6).